Event description:
Surgeon was utilizing tool and it broke in service during two different cases.======================manufacturer response for microline appliers, (brand not provided) (per site reporter).======================have picked up all current stock and replaced.